Manufacturer narrative:
(B)(4). Method: the complaint f&p sleepstyle series CPAP was received at fisher & paykel healthcare in (B)(4) where it was visually inspected internally and externally. Results: visual inspection of the mains inlet socket revealed that the pins had detached from the socket. Our investigation is currently ongoing and the supplier of the mains inlet socket has been notified. We will provide a follow-up report upon completion of our investigation. Our user instructions that accompany the f&p sleepstyle state the following: do not use if the device, power cord or accessories are damaged, deformed, or cracked. Do not pull on the power cord as it may become damaged.

Event description:
A distributor in (B)(4) reported that the pins from the mains inlet socket had come out upon disconnection of the power cord. There was no patient involvement and no user consequence.

Manufacturer narrative:
Ps287180 method: the complaint f&p sleepstyle series CPAP was received at fisher & paykel healthcare in new zealand and was visually inspected internally and externally. Results: visual inspection confirmed that one pin had detached from the mains inlet socket. Conclusion: the reported incident was traced to an issue in the assembly process of the supplied mains inlet connector component. The supplier of the component was notified and they have made changes to the assembly process. As part of our ongoing product improvement initiatives, we recently implemented a gauge test which identifies and rejects any potentially faulty mains inlet sockets prior to assembly into the sleepstyle. The subject sleepstyle was manufactured prior to implementation of these measures. Our user instructions that accompany the f&p sleepstyle state the following: - do not use if the device, power cord or accessories are damaged, deformed, or cracked. - do not pull on the power cord as it may become damaged. - turn the device off at the power supply, then remove the power cord from the rear of the device.

Event description:
A distributor in hong kong reported that the pins from the mains inlet socket had come out upon disconnection of the power cord. There was no patient involvement and no user consequence.